Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05798. The same patient is represented in each medwatch.

Manufacturer narrative:
It has been reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted concurrently with anterior repair and cystoscopy due to symptomatic pelvic organ prolapsed and sui. It has also been reported that the patient underwent explant of prior vaginal sling x 2, anterior colporrhaphy, and cystoscopy on (B)(6) 2013 due to irritative voiding symptoms, mixed urinary incontinence and cystitis cystica. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007, and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.